Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depeletion. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Event description:
New information noted that the pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event or premature battery depletion was not confirmed. The device was received with battery voltage above elective replacement level. Electrical analysis, mechanical analysis, battery assessment, and longevity assessment were performed and no anomalies were found with appropriate remaining longevity.